Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Thread broken without applying any power or force.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 21 unopened pouches. There are no previous complaints of this code batch of which (B)(4) units were manufactured, there are 8 units in stock. .tightness test to the closed samples received has been performed and the units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. As indicated in the instructions for use of the product: "when working with monoplus suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material". Final conclusion: not justified. Corrective/preventive actions: na.